Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. The patient will be monitored.